Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tightrope stopped tensioning leaving the button loose on the tibia. The agency representative indicated that tunnel lengths did not prevent the device from properly tensioning and that the tightrope tensioned appropriately until the button met the tibia. The procedure was completed successfully.